Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. (B)(4).

Event description:
A surgeon reported a clog occurred during the phacoemulsification portion of a cataract procedure. The phaco tip was replaced but the issue was not resolved. When the aspiration tube was checked, there was no water flow. The cassette pack was replaced and the procedure was completed with no harm to the patient. No additional information is expected.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The used returned sample was visually inspected and surgical residue was observed in the fluid flow paths and aspiration tubing of the probe. It was noted the infusion cannula tubing assembly was not returned. The light emitting diode rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample failed to prime, and generated a system message code indicating infusion prime failure. The manifolds were purged of surgical residue that was previously observed during initial inspection. The sample was retested and could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be determined conclusively as the sample met specifications after purging surgical residue from the manifolds. In addition the customer the sample was returned in a used condition where surgical residue could be observed throughout the tubing pathways. No action will be taken for this occurrence, as the root cause is not known. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing has been made aware of this complaint. (B)(4).